Event description:
Covidien kangaroo co2 detector with bellows was used during dobhoff tube placement. Did not indicate that it was in the lungs. Chest x-ray done to confirm placement. Cxr showed in lung with perforation and pneumothorax requiring chest tube placement. Family elected to have dobhoff tube placed.